Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. The insulin pump passed displacement test. Sleep current measurement and active current measurement within specifications. Low battery alarm and power loss alarm noted then power error alarm was triggered and noted in the download formatted history file. The power management graph was abnormal. After disconnecting and reconnecting the j6 connector at pcba1, the pump was monitored and functioned properly. Then the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump was received with cracked retainer, fading serial number label, minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received multiple power loss alarms when battery was out. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.